Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6: patient code: 3191: no code available - fragments left in patient, however fragment were surgically removed the involved two fractured segments were returned as the actual sample for evaluation. Hereinafter, they are called sample 1 and sample 2 respectively in this report. Upon receipt-inspection obtained the following. Sample 1: black in color, measured approximately 90mm in length. Sample 2: black in color, measured approximately 455mm in length, with a solid substance brown in color tangled around it. Magnifying inspection revealed that sample 1 had a semicircular groove along the total length with its one end having an acute angle. Sample 2 had a semicircular groove along the total length with its one end in the round shape which was similar to the distal shape of the terumo guidewire. Electron microscopic inspection of the cut cross-sections of sample 1 and sample 2 revealed the presence of dispersed particles. These particles were subjected to an elementary analysis and identified to be tungsten. The pattern of the particle dispersion was found to be similar to that of tungsten particles contained in the urethane layer of the terumo guidewire. The terumo guidewire has tungsten particles embedded and dispersed in the urethane outer layer for the purpose of achieving higher contrast effect. Sample 1 and sample 2 were subjected to a ft-ir qualitative analysis and was found to have a spectrum which was very similar to that of the urethane outer layer of the terumo guidewire. Based on the above findings, it is likely that sample 1 and sample 2 were the substances sheared from the urethane outer layer of a terumo guidewire. The soils substance brown in color tangled around sample 2 was inspected under magnification and electron microscope and found to have a part light brown and a part dark brown in color. The surface of the part light brown in color was in the fibriform configuration and the part dark brown in color in the reticulate configuration. The substance was subjected to a ft-ir qualitative analysis and was found to have a spectrum which was very similar to that of protein. Based on the above findings, it is likely that the substance is of biological origin, including blood clots. Functional testing was conducted. A current guidewire sample was inserted into a metallic needle and withdrawn from it in the manner of the urethane outer layer of the guidewire sample having contact with the edge of the needle. The urethane outer layer was sheared off the guidewire sample. The sheared piece was found to have the configuration very similar to that of sample 1 and sample 2. A review of the device history record and the product release decision control sheet of the involved product /lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. Based on the investigation results sample 1 and sample 2 are most likely to be urethane outer layers separated from a terumo guidewire. As a cause of the occurrence of the separation of the urethane outer layer from the terumo guidewire, it is likely that the involved terumo guidewire was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic device, including a metallic needle, used in combination with the involved terumo guidewire. The IFU states: "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during a stent graft procedure carried out on (B)(6) 2018, two pieces of foreign substances were removed from the femoral artery. The stent graft procedure was completed successfully. It was reported that around one year ago, the guidewire m reported in this complaint was used on the involved patient for f-f bypass surgery. At that time, the customer did not notice that these pieces were left in the patient. During the CT examination carried out before the stent graft procedure this time, these foreign substances were found in the artery. The involved physician decided to remove them from the patient during the stent graft surgery. The involved pieces were removed from the patient with no harm on the patient. The stent graft procedure was completed successfully.